Event description:
It was observed that during the device evaluation, the colono videoscope exhibited foreign material on the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. Based on the results of the investigation, the most probable cause of the foreign material on the nozzle was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.